Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced infusion set tape not sticking and fell off event on (B)(6) 2024. The infusion set was in use for 1 day respectively and the set fell off when patient was in school, playing outside. No further information available.